Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month after implantation. The patient has history of tobacco use. The doctor noted bone resorption during explantation. The patient has recovered without complications.